Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was under-infusing anesthetic medication (propofol) during patient infusion. The device was programmed to deliver at a rate of 150 mcg/kg/min however, the drips were at a much slower rate than programmed. The infusion completed with 30cc remaining in the 100cc propofol vial. The patient had an entropy monitor on and was receiving enough anesthesia despite the decreased dose. The infusion pump was switched, and the new pump ran the infusion at its intended rate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.